Event description:
It was reported that during an unk procedure, the doctor used a green reload with the device to transect the rectum. He fired the device with the connected reload and found the device cut without stapling. He changed the anastomosis to a colo-anal anastomosis, which made the procedure very much longer. Additional info requested and the following was received: the procedure was a low anterior resection; used cs40g as reusable with cr40g (new). The procedure completed by changing to colo-anal anastomosis because the stump was very low (3 cm from anal verge) and the procedure took another 3 hours.

Manufacturer narrative:
Date sent: 09/03/2009. Info anticipated, but unavailable at this time.